Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted ¿because it broke through the skin.¿ it was stated this occurred because the patient¿s new ins was ¿thicker than the previous neurostimulator.¿ it was additionally stated the patient¿s ins was located underneath their collarbone. It was noted the patient¿s ¿extensions and lead were left in place¿ and they would have a new ins placed ¿in a few weeks¿ after report. The patient was redirected to their health care provider. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n345068, implanted: (B)(6) 2012. Product type: adapter: product ID 3389s-40, lot# v268605, implanted: (B)(6) 2009. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).